Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#1627487-2019-02420. It was reported the patient experienced ineffective stimulation due to high impedance measurements and a suspected lead fracture. Reportedly, surgical intervention was undertaken wherein the lead was explanted and replaced with a new model. Effective stimulation was achieved postoperatively thus resolving the issue.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-02420.